Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 500 mg/dl, 400 mg/dl and 436 mg/dl. The customer was treated with insulin pump. The customer that they had bent cannula. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.